Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tandem-provided usb charging cable became damaged and was no longer able to be used to charge the pump. There was no reported impact to blood glucose. No additional information was provided.